Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch #/ sample available.

Event description:
Material no: unknown (provided as a possible material # 305272). Batch no: unknown. It was reported that during use of the unspecified bd¿ syringe with detachable needle as the user was giving himself an injection, but could not find the needle afterwards and was concerned that the needle broke. The following information was provided by the initial reporter: "customer's mother called and said that her son had given himself an injection 1/2 before but could not find the needle afterwards and was concerned.